Event description:
The customer reported while running an hiv-1 p24 antigen assay, summit sample handler, did not aspirate the correct amount of sample from position b5 and did not give an error message. A field service engineer was dispatched. No death or serious injury was associated with this event.